Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects- the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the temples, cheeks and eyebrows. Patient had another injection with juvéderm volbella with lidocaine in the forehead and tear trough the following month. Two months later, the patient was injected with juvéderm volift with lidocaine in the forehead. About a month later, the patient had a facial massage and a steam bath and on the next day the patient developed swelling on the left side of the face and then to the right. Patient was treated with erythromycin and prednisolone and it was noted with resolution. Eight days later, the patient developed nodules at the injection sites and was treated with hyalase. Four days later the patient developed new nodules at different locations. Patient was also taking anti histamines for "maintenance." Symptoms have partially resolved and is still being treated with hyaluronidase. This is the same event and the same patient reported under MDR ID #3005113652-2018-00883 (allergan complaint # (B)(4)) MDR ID #3005113652-2018-00884 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm volift with lidocaine , also a device manufactured by allergan.